Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
A consumer reported that the patient was currently receiving baclofen via their implanted intrathecal pump. The manufacturer/type of baclofen, drug concentration, dose rate, and drug lot number were unknown. The indication for use regarding the pump was intractable spasticity. Previously in 1989 (prior to the pump implant), the patient had fell and hit her head. Three weeks later she had a grand mal seizure and was told by a neurologist that she wouldn¿t need medication or to worry about it because it was due to a narrow / underdeveloped vein in her head. It was clarified that when the patient fell in 1989 she ¿whacked her head on cement floor and it bounced off and hit a metal cabinet pretty good¿ and three weeks later she had a grand mal seizure. Following intrathecal baclofen therapy, the patient fell on (B)(6) 2015 and managed to jam the pump through the pocket and the scar tissue. The pump was just hanging there and repairing it wasn¿t an option so the pump had to be moved. They replaced the pump and implanted it on the other side on (B)(6) 2015. It was further indicated that the pump was replaced because patient ¿destroyed the pocket¿ and was in a great deal of pain and couldn¿t move her legs. The patient was taking oral percocet since the replacement on (B)(6) 2015. Oral baclofen pills as needed were further noted. Other medications (oral, etc) that the patient was taking at the time of the fall included botox injections ((B)(6) 2015). Her medical history included cerebral palsy, lower extremity spasticity, and pain. Allergies included sulfa, dilantin, elixophyllin, lortab, and tetracycline. On (B)(6) 2015, the pump had been refilled with gablofen 2,000,cg/ml, lot 2163-110, dose 313.6mcg/day.